Event description:
It was reported that the right ventricular (rv) lead was undersensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 4968-35, implanted: (B)(6) 2008; product ID: 6937a-35, implanted: (B)(6) 2008; product ID: d2334drg, implanted: (B)(6) 2013.